Manufacturer narrative:
The case of infection was reported to abbott. The patient was admitted to the hospital and diagnosed with an infection after a ipg implant. The infection resolved over time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Implant and event date are unknown.

Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection after a ipg implant in 2015. The infection resolved over time.